Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that post-operative a gyn procedure, the patient presented with a delayed bilateral ureteric injury that the surgeon thought may be a delayed thermal injury. The patient had to be taken back to the or for a lengthy open procedure to fix the bilateral ureteric/vaginal fistulas.

Manufacturer narrative:
(B)(4). Additional information: what was the original surgical procedure? Endometriosis what heat management technique were utilized during the procedure? Bipolar energy, harmonic hdi. Does the surgeon believe the harhd36 device malfunctioned in any way leading to the post-operative complications? No in response to the initial additional information request question "does the surgeon believe the harhd36 device malfunctioned in any way leading to the post-operative complications? The answer provided was "no". For clarification purposes, when the patient was taken back to the or for the lengthy open procedure to fix the bilateral ureteric/vaginal fistulas; did the patient have a thermal injury? Yes how was it treated? That was not conveyed. She did mention that perhaps it could have been a bipolar energy injury but thought it more likely it was the tips of the new, longer harhd36 jaws that were responsible for it.